Event description:
It was reported that the customer experienced multiple alarms and occlusion events with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin usage, after which no further assistance was necessary.